Event description:
Customer's daughter reported the death of her father. Caller stated that her father had a heart attack. Caller stated that she was unsure if the customer was wearing the insulin pump, the paramedics taped it to his side during transport to hospital; caller unsure if insulin pump was connected. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.